Event description:
A report of the pt getting a pocket revision due to not being able to receive an optimal charge. The pt is able to charge after the revision.

Manufacturer narrative:
This is a final report.